Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported under correct manufacturing site MDR 0001825034-2021-01581.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported under correct manufacturing site MDR 0001825034-2021-01581

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record (DHR) found four scrapped parts, which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record (DHR) found four scrapped parts in which the non-conformance is unrelated to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6). UDI #: (B)(4). Concomitant medical products: persona partial tibial cemented, catalog # 42538000502, lot # 63643095. Persona partial articular surface, catalog # 42528200508, lot # 63649733. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-00509, 0001822565-2019-00510.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain during post-op follow up.